Manufacturer narrative:
The explanted leads will not be returned for evaluation.

Event description:
Shortly after the trial lead implant procedure, the patient presented with signs of epidural abscess and osteomyelitis. The patient was taken to the operating room for de-briding.